Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review was completed for part#: 447.265, lot#: 8921277. Manufacturing location: (B)(4), manufacturing date: apr 30, 2014. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2015, patient underwent a procedure for a maxillary horizontal osteotomy to the jaw deformity. The planned revision surgery for plate re-fixation was performed on (B)(6) 2017. During the revision surgery when tried to remove the implanted plate, a crack on the plate near the screw hole was found. The screw which was inserted to the cracked screw hole was firmly buried into the maxilla piriform aperture, so the screw couldn't be removed from the patient¿s body. The screw remained inside the body. The surgery was for the plate re-fixation with (B)(6) products, so the broken plate was removed and a (B)(6) product was implanted. The surgeon commented that no cracks or breakage was found in the x-ray done prior to the surgery. Patient outcome was not reported. Surgery was completed successfully. There was no surgical prolongation reported. This report is for one (1) locking plate. This is report 1 of 2 for com-(B)(4).